Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the bio ID requires maintenance. The customer stated that this malfunction occurred while user was trying to issue medication to patient. The user managed to get medication from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the bio ID was not functioning. The field service engineer reseated the usb cable connection to resolve this issue. The system functioned as intended after the field service engineer troubleshot the device.